Event description:
It was reported that on literature review "8¿11 year results of lars augmented hamstring in anterior cruciate ligament reconstruction surgery: incidence of synovitis and failures" patients were treated between (B)(6) 2012 to (B)(6) 2017, 8 patients had a failure of acl reconstruction and acl related instability after an acl reconstruction procedure using a endobutton, biosure peek and small staple devices. Patients required repeated procedures. Patients outcomes are unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). Article: qurashi, s., ashaia, w., maier, j., ridley, w., chao, t., jassim, m., ... & narulla, r. (2025). 8-11 year results of lars augmented hamstring in anterior cruciate ligament reconstruction surgery: incidence of synovitis and failures. Journal of orthopaedics. H11 h3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h2: corrected information on: h6 (impact code). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review and instructions for use review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A clinical review states that the article noted ¿all acl revisions were performed for repeat injuries after return to full sport (1,2, 4, 5 and 10 years) post index procedure.¿ therefore, it cannot be concluded the revisions were associated with a smith and nephew implant. The patient¿s outcome beyond the revision is unknown. Based on the limited information provided a thorough medical assessment could not be performed; therefore, we are unable to conclude specific factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated.